Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue..

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report spark-like effects from a maryland bipolar forceps instrument when bipolar was activated using the vio3. The pulley cover showed damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The pin gauge was used to inspect the cannula. Arcing was observed. Bipolar energy was activated when the arcing event occurred. The instrument was connected properly. Vio3 generator was used. There was no patient harm or post-surgical complications. When the issue occurred during the procedure, damage was found to the tip of the instrument, so it was replaced with a backup instrument of the same type.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.